Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, the patient experienced intermittent diaphragmatic stimulation on the left ventricular lead since implant. The lead was explanted and replaced. The patient was discharged.